Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant dft thresholds could not be obtained with the single coil lead. A high voltage lead impedance anomaly was also reported. The lead was not implanted and replaced. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun